Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) had an infection. A revision was performed and the ICD with the right ventricular (rv) lead and right atrial (ra) lead were explanted. Additional information received indicates that there is a suspicion of an early battery depletion so an analysis was requested. When an inquiry was made that day, the battery has depleted early next day per the analysis result. No additional adverse patient effects were reported. The device was not returned for analysis.